Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid right coronary artery (mrca) with moderate calcification, heavy tortuosity and 90% stenosis. The 2.75x15mm nc trek neo balloon dilatation catheter (bdc) was attempted to be advanced to pre-dilatate; however, resistance was met during advancement and failed to cross the lesion due tortuosity. There was resistance met during removal. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.